Event description:
It was reported via repair work order that the jack could not pump up due to the release linkage being misaligned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the jack could not pump up due to the release linkage being misaligned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This was not included in the previously issued initial report for this complaint.